Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic abscess ('abscess') in a 30-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, endometrial polyp, pregnancy test negative, menorrhagia, vulvovaginal human papilloma virus infection and endometriosis. Previously administered products included for an unreported indication: motrin. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), unilateral salpingo-oopherectomy, oophorectomy and hysterectomy (full), unilateral salpingo-oopherectomy, oophorectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding and abdominal pain had resolved and the pelvic abscess, vaginal haemorrhage, urinary tract disorder, bladder disorder, uterine prolapse and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, heavy menstrual bleeding, pelvic abscess, pelvic pain, urinary tract disorder, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009 and (B)(6) 2009 right had two coils extending from it at the end of the surgery and left had one diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: radiologist confirmed that there was bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter, lot number, medical history, historical drug, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic abscess ('abscess') in a 30-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, endometrial polyp, pregnancy test negative, menorrhagia, vulvovaginal human papilloma virus infection and endometriosis. Previously administered products included for an unreported indication: motrin. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), unilateral salpingo-oopherectomy, oophorectomy and hysterectomy (full), unilateral salpingo-oopherectomy, oophorectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding and abdominal pain had resolved and the pelvic abscess, vaginal haemorrhage, urinary tract disorder, bladder disorder, uterine prolapse and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, heavy menstrual bleeding, pelvic abscess, pelvic pain, urinary tract disorder, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009 and (B)(6) 2009 right had two coils extending from it at the end of the surgery and left had one diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: radiologist confirmed that there was bilateral tubal occlusion.. Lot number: 626902 manufacturing date:2008-03 expiration date:2010-02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic abscess ('abscess') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endometrial polyp. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), unilateral salpingo-oopherectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the pelvic abscess, vaginal haemorrhage, urinary tract disorder, bladder disorder, uterine prolapse and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain, urinary tract disorder, uterine prolapse and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic abscess ('abscess') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endometrial polyp. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), unilateral salpingo-oopherectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the pelvic abscess, vaginal haemorrhage, urinary tract disorder, bladder disorder, uterine prolapse and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain, urinary tract disorder, uterine prolapse and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff information form received. Event "abscess" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endometrial polyp. In 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) with unilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, urinary tract disorder, bladder disorder, uterine prolapse and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, uterine prolapse and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, reproductive system disorder or condition type of disorder or condition: uterine prolapse, dysmenorrhea (cramping), pain, abdominal pain. Reporter information, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.